Manufacturer narrative:
Corrected: g2 - company representative was inadvertently checked on the initial medwatch. Checked user facility. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to failure of the charged coupled device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device produced no image due to a bad charge coupled device. The device evaluation found the rear cover cable holder was cracked. Lastly, the leak test failed from rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head did not produce image. The issue was found during preparation for use. There were no reports of patient harm.